Event description:
A customer reported that their AED battery was depleted. The reported event did not occur during patient use.

Manufacturer narrative:
The battery pack associated with this complaint was not returned for analysis, and the root cause cannot be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart." "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.